Event description:
During biomed testing, the device displayed "defib fault 72" and would not charge energy when the charge button was pressed. Complainant indicated that there was no pt involvement in the reported malfunction.